Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device was good with no physical damaged found on pump. Motor rate error was found during occlusion test. The root cause of the reported issue normal wear, device was manufactured in 2007. Combination of main board, leadscrew and clutch halves. Actions taken to mitigate the reported issue: replaced main board, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.